Event description:
A consumer reported that she was diagnosed with iritis following use of this product. She reported redness, irritation, blurriness and that she has a deposit in the center of her left eye. She also reported the product "smells." The consumer reported seeing her doctor and that he believes the product caused the event. The consumer was treated, by the doctor, with prescribed medications and was told to discontinue wearing her contact lenses for two weeks. She also reported that her doctor said this was not a long term issue. Additional info has been requested.

Manufacturer narrative:
No samples was returned by the customer. Review of the compounding and filling MFR batch records (mbr) did not show any anomalies that may have contributed to the complaint condition. A review of the stability data for all product lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environment, utility, bioburden, and sanitization records were review and found to be acceptable. Incoming components testing results were reviewed and found to be acceptable. This lot met all release criteria prior to product release. No root cause can be determined; however, this complaint condition for redness, irritation, blurriness is consistent with known adverse event listed on the literature. (B)(4). A completed questionnaire has not been received. (B)(4).